Event description:
It was reported that approximately a couple of years post a chronic catheter placement, the catheter allegedly had a pinhole fracture. It was further reported that the infusion was allegedly oozing out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted at the proximal end of the clamping sleeve. The catheter was patent to both infusion and aspiration without issue. Upon application of hydrostatic pressure at the distal end, a small leak from the split the clamping sleeve was observed. Therefore, the investigation is confirmed for the identified fracture and fluid leak issues. However, the investigation is unconfirmed for the reported hole issues as no pinholes were noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately a couple of years post a chronic catheter placement, the catheter allegedly had a pinhole fracture. It was further reported that the infusion was allegedly oozing out. There was no reported patient injury.